Event description:
It was reported that during a da vinci s myomectomy procedure, the wires on the mega needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed cable at distal idler pulley. The frayed cable section is approximately 0.14 in length. The grip cable also was found derailed. The distal pulley was found with damages on the surface and the edge. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.